Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system had an in-office threshold measurement of 0.7 v, but right ventricular auto-threshold (rvat) testing results had been erratic. It was noted that the patient had a battery replacement procedure a month ago. Ts reviewed several rvat tests, explaining that rvat was not correctly determining true loss of capture (loc) and sometimes incorrectly detected loc at higher values. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the of rv loc was not conclusively determined. The patient was seen for a non-urgent device evaluation on october 30th, and rvat was turned off. The patient will continue to be monitored remotely with routine follow-up. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system had an in-office threshold measurement of 0.7 v, but right ventricular auto-threshold (rvat) testing results had been erratic. It was noted that the patient had a battery replacement procedure a month ago. Ts reviewed several rvat tests, explaining that rvat was not correctly determining true loss of capture (loc) and sometimes incorrectly detected loc at higher values. This rv lead remains in service. No adverse patient effects were reported.